Event description:
This device shows eri with unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Device was explanted (B)(6) 2024. The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The ipg was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the device was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed an almost depleted battery. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. The measured current consumption was normal and as expected. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed an almost depleted battery. In a next step, the battery was opened for destructive analysis. During inspection of the inner assembly of the battery evidence of an internal short circuit was identified, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation.